Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of less than 50 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of admission. The customer used candy, juice, glucose tablets and was given intravenous fluids to treat. The customer experienced symptoms such as sweating, shaking, inability to speak, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed a displacement test. The customer was at a basketball game at the time of the incident. The customer does not know how to count carbs, use the bolus wizard, or manually program a bolus on the pump. The customer alleged pump over delivery. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.